Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2111831) on 11-jun-2021. The most recent information was received on 17-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ('burning in the lower abdomen') in a 41-year-old female patient who had essure (batch no. E212143906-inv, 946763) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory failure in 2011. In (B)(6) 2012, the patient experienced abdominal discomfort (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("never got my period again"). On (B)(6) 2012, the patient experienced respiratory distress ("respiratory distress"), 1 month 29 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspnoea ("a lot of trouble breathing"), dry mouth ("dry mouth"), loss of libido ("no more libido"), chest pain ("unexplainable pain in the chest for over 1 year"), pericarditis ("pericarditis that does not heal"), amnesia ("huge memory loss"), dyspepsia ("heartburn for over 1 and a half years") and arthralgia ("pain in the joints"). Essure treatment was not changed. At the time of the report, the abdominal discomfort, respiratory distress, dyspnoea, dry mouth, loss of libido, chest pain, pericarditis, amnesia, dyspepsia and arthralgia outcome was unknown and the amenorrhoea had not resolved. The reporter provided no causality assessment for abdominal discomfort with essure. The reporter considered amenorrhoea, amnesia, arthralgia, chest pain, dry mouth, dyspepsia, dyspnoea, loss of libido, pericarditis and respiratory distress to be related to essure. The reporter commented: she was in a catastrophic state of health, 80% disabled and her life is hell and she is requesting for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kgs. Lot number e212143906 is invalid. Lot number:946763 manufacturing date:2012-01 expiration date:2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ('burning in the lower abdomen') in a (B)(6) female patient who had essure (batch no. E212143906) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory failure in 2011. In (B)(6) 2012, the patient experienced abdominal discomfort (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced amenorrhoea ("never got my period again"). On (B)(6) 2012, the patient experienced respiratory distress ("respiratory distress"), 1 month 29 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspnoea ("a lot of trouble breathing"), dry mouth ("dry mouth"), loss of libido ("no more libido"), chest pain ("unexplainable pain in the chest for over 1 year"), pericarditis ("pericarditis that does not heal"), amnesia ("huge memory loss"), dyspepsia ("heartburn for over 1 and a half years") and arthralgia ("pain in the joints"). Essure treatment was not changed. At the time of the report, the abdominal discomfort, respiratory distress, dyspnoea, dry mouth, loss of libido, chest pain, pericarditis, amnesia, dyspepsia and arthralgia outcome was unknown and the amenorrhoea had not resolved. The reporter provided no causality assessment for abdominal discomfort with essure. The reporter considered amenorrhoea, amnesia, arthralgia, chest pain, dry mouth, dyspepsia, dyspnoea, loss of libido, pericarditis and respiratory distress to be related to essure. The reporter commented: she was in a catastrophic state of health, 80% disabled and her life is hell and she is requesting for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.